Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated tampon fell apart during use, and she experienced fever, pain, contractions and discharge. Consumer stated saw a doctor, was diagnosed with bacterial infection and prescribed antibiotics, and is now resolved.